Event description:
A medtronic sales rep reported for the surgeon that while performing a cochleostomy, a curved diamond bur was selected and placed into the drill by the scrub nurse. As the surgeon positioned the bur into the surgical field and visualized the tip of the bur through his microscope, he observed that the distal drilling tip was missing. The surgeon and surgical team spet approx. 15 minutes looking for the tip to be certain that it had not broken off in the surgical field, but were not able to locate it. The surgeon can only conclude that it was either missing prior to being taken out the packaging, or broke off during mounting into the drill. There was no recorded harm to the patient.

Manufacturer narrative:
The bur in question has not yet been returned for evaluation by the filing date of this report. This report shall not be construed as an admission by medtronic xomed that the product(s) herein are or were defective or dangerous in any respect or the any casual relationship exists between these products and any actual or potential injury. In addition, the submission of a report by medtronic xomed shall not be construed as an admission that a reportable event has, in fact, occurred.